Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air detector failure. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of 'air detector failure' was verified as a 'reload set' issue. A review of the event history log identified 'reload set' messages which was reproduced during incoming device evaluation assessment (idea). The cause was determined to be a failing ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.